Event description:
On (B)(6) 2025, the patient had a physician-modified endovascular graft procedure for an aneurysm where a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used in the renal artery. A medtronic device was laser fenestrated and used as the main aortic component in the case. It was reported the physician accessed the patient using an 8f medtronic tourguide steerable sheath over an .035" terumo glidewire guidewire. Reportedly, the vbx device delivery catheter advanced through the sheath to the target landing zone without resistance. The delivery catheter exited the sheath and the endoprosthesis was no longer mounted on the balloon. It appeared the endoprosthesis dislodged inside the sheath somewhere between the hub and the middle of the sheath. The delivery catheter was withdrawn through the sheath from the patient. A balloon was advanced and slightly inflated, and the endoprosthesis was pulled out of the sheath. It was reported the reasons for the stent dislodgement was unknown. Reportedly, the anatomy was not tortuous. Another vbx device was used with the same sheath to complete the procedure. It was reported there was no impact to the patient.

Manufacturer narrative:
The following patient information was asked to the physician but was not available: relevant medical history, tests/laboratory data etc. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information.